Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folders for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Phone: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector was rotated during the implantation of the intraocular lens (iol) in the patient's left eye and the lens got stuck. The injector went through it. The injector was pushed, however, the lens remained stuck. An incision of 2.4mm was made to implant the aspherical lens. As the injector did not work, a spherical lens was implanted by enlarging the incision to 2.75mm. There has been delay in the procedure. No further information is available.